Manufacturer narrative:
The wrap was discarded by the user facility and was therefore not available for evaluation, nor was the lot number provided. We have contacted the user facility for additional information about the product and the case. Page 1-2 of the manual informs the user, "if moisture or leaks are discovered in the connecting hose and/or wrap, turn off the criticool device, disconnect the power cable from its power source, and correct the problem before proceeding." Without additional information, it is difficult to determine what occurred in this case. It was reported that there was no harm to the patient. Should additional information become available, a follow-up report will be provided. We will continue to monitor and trend similar reports of this nature.

Event description:
The user facility reported that a thermowrap leaked during use.